Event description:
It was reported by the customer that the device kept prompting "connect electrodes." There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.